Event description:
An endeavor coronary stent was successfully implanted in a patient in an unknown lesion. It was reported 53 months post stent implant that the patient was hospitalized for surgery to have spinal fusion and became critically ill. The patient was sent to critical care facility where he expired. The patient's family member states that the patient had to stay in bed six weeks after surgery and he developed pneumonia and had intestinal problems. The patient then started having problems with edema and organ failure. Cause of death on the certificate of death is listed as coronary artery disease. Investigator assessement states that the event was not related to the study device, study drug or index procedure.

Manufacturer narrative:
(B)(4): evaluation results: (death).